Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000138371. The allegation is against 1 of 2 anchors; however, it is unknown which anchor; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: swift-lock anchor, model: 1192, UDI: (B)(4), serial: n/a, batch: 8207290. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:3006705815-2023-08436. Related manufacturer reference number:1627487-2024-00809. It was reported that following significant weight loss, the patient experienced discomfort at the ipg site due to the ipg moving around in the pocket. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was repositioned, and a lead and anchor were explanted and replaced to address the issue. It was noted during the procedure that the lead had migrated out of the epidural space due to the fragmentation of the anchor. It is unknown which lead migrated or which anchor fragmented.